Event description:
The customer reported that his infusion set snapped off the insulin pump and he needs another infusion set. Advised the caller that an emergency shipment will be sent, but it may not arrive on time due to the holidays. Then the customer stated that he went to the hospital. Instructed him to get treatment if he needs immediate attention. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.